Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Event description:
It was reported that the value would not stabilize and displayed negative numbers when trying to measure the intracranial pressure after connecting to icpex. The product was replaced with another one. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned to your site.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The sample was subsequently returned. This report has been updated with the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation. There was no visible damage to the millar sensor. The codman label on the connector was missing. The catheter was deformed with a rough area 7 cm from the tip. The device passed electronic, noise, linearity/hysteresis and signal drift tests. A review of manufacturing records for the component found that it met all manufacturing and quality testing/inspection specifications prior to distribution. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.